Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported he has noted a lot of glistenings in the intraocular lenses (iols) of a patient implanted bilaterally. He reported that post-operatively, the patient's visual acuity in both eyes was 10/10/ (20/20). Five months postoperatively, a yag laser capsulotomy was performed for both eyes due to halos and glare. Six months postoperatively, the patient experienced an increasing inconvenience of halos and glare with clear increase in glistening. The patient's visual acuity was 9/10 (approximately 20/25 in both eyes. Additional information has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.